Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center to report a check lines and bags which occurred on home choice (hc). The home patient (hp) had changed the cassette but not the bags and was still having an alarm. The baxter technical representative (tsr) advised the hp to cycle power and restart the setup with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. During follow-up call made by baxter, hp stated that they did start over with new supplies, and everything went fine. The hp stated they were not sure what cause the alarm in the first place. The hp stated they do not have samples nor recalls the lot number. The hp stated therapy overall has been going fine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.